Event description:
(B)(6). Mom in (B)(6). On (B)(6) 2011: at 2027 check band alarm sounded tho infant in nursery and band appears ok. On (B)(6) 2011: the 2040 check band alarm. Despite company claims that having a wet band does not affect system, removing this wet band and applying a new band stopped the alarm. Exp date: sensors 0912.